Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes resulting in t-wave oversensing and an inappropriate shock. Device data was sent to rhytyhmcare for review. Data review determined the patient condition has changed requiring transvenous therapy. This device is expected to be changed at a future date, however currently remains in service. No adverse patient effects were reported.